Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer' blood glucose level at the time of admission was over 300 mg/dl. The customer was given insulin through intravenous therapy. Their health care professional tested the insulin pump and determined that it was not giving them insulin. The customer was reverted to manual injections and was advised to stop using the insulin pump. The customer declined troubleshooting for the insulin pump. The customer declined to be sent a replacement insulin pump.